Manufacturer narrative:
The customer¿s report that the tubing leaked at the silicone segment was confirmed. Visual inspection found a tear at the top of the silicone pump segment. No other damages or anomalies were observed throughout the set. Closer inspection under a lab microscope observed that the leak is due to a tear on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. During functional testing the set leaked from a tear at the top of the silicone segment no other leaks were observed throughout the set. The root cause of the customer¿s report could not be determined.

Event description:
It was reported that the tubing separated and leaked at the silicone segment. The event occurred during a dopamine infusion in the gs ccu. Although it was noted the patient was an adult, no additional details were provided. There was no medical or surgical intervention required as a result of the event, nor adverse effects to the patient. In addition, follow up indicates that it is "unknown", if there was a delay in patient treatment.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no additional patient information was provided.

Event description:
It was reported that the tubing separated and leaked at the silicone segment. The event occurred during a dopamine infusion in the gs ccu. Although it was noted the patient was an adult, no additional details were provided. There was no medical or surgical intervention required as a result of the event, nor adverse effects to the patient.